Manufacturer narrative:
A ge service representative performed an on site investigation. The secondary collimator filter was missing. The filter was replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9600+ needed to have the secondary collimator filter replaced. This could potentially allow the system to under report the delivered dosage. There was no adverse patient involvement reported. There was no patient information reported.